Event description:
It was reported that during a biliary stent placement procedure, the steel guide broke during deployment. The physician advanced the biliary stent into the common bile duct. When they were ready to deploy the stent, the nurse was pulling back on the hub handle and the steel guide reportedly broke. It was reported that there was "lots of tension" while trying to deploy the stent. Additional information has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.